Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed an "attach pads" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d2. The device will not be returned to zoll for evaluation as requested, as the customer declined repair services. No device, pads, or device logs were made available for investigation; therefore, the reported issue could not be confirmed or further evaluated. This complaint will be closed as no sample returned. No indication of an emerging trend and we have not exceeded our predicted rates.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.